Event description:
When trying to inject the fluid, it is not coming through and at the end of the needle it is leaking at the thread. They have used 7 ea from the box and they are looking to return it.

Manufacturer narrative:
7 pen needles were affected by the issue. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.